Event description:
Philips received a complaint from the customer indicating that the v60 device is loose on its stand. It was reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the part numbers for the v60 adapter plate thumbwheels, bottom foot kit, and cpu tray cover.

Manufacturer narrative:
The customer replaced the thumbwheels, adapter plate, foot kit, cover, and cpu tray to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.